Event description:
It was reported that during insertion, they had blood leak in the psi after the swan was inserted. They noticed there was blood in the cath-guard. Once the catheter was removed, it kept leaking. It stopped by itself, but after a while. There was no delay in treatment and no pt death or complications were reported. On 09/12/2012, follow up info states the hospital is using an edwards 7fr swan catheter, which is the same they have used in the past.

Manufacturer narrative:
(B)(4). Sample will not be returned.